Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. Patient consulted with an orthodontist ant it was explained to them that byte's treatment focuses solely on teeth alignment without consideration of the full mouth and bite alignment. As a result, it is likely that the treatment has contributed to them experiencing popping and clicking in their left tmj.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.